Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient receiving dilaudid (19 mg/ml at 2.3 mg/day) and bupivacaine (24 mg/ml at 2.907 mg/day) via an implantable pump. The other medications that the patient was taking at time of the event were unable to be obtained. The pump's indications for use (ifus) were listed as failed back surgery syndrome and spinal pain. The patient's medical history was unable to be obtained. The patient reported loss of pain control from the pump. During a catheter dye study on (B)(6) 2016, it appeared that the catheter was disconnected from the pump and it appeared that dye was leaking at the connection; there was no visualization of dye in the catheter. Follow-up was conducted for the cause of the disconnection, the rep stated that it was unknown, but also reported that the pump was implanted in the patients' buttocks and the patient mentioned that she hits it frequently, especially while getting in and out of her car/bucket seats. A revision was planned, but had not been scheduled; the revision date had not been determined. The patient's status at the time of the report was reported as alive with no injury and it was noted that the issue had not resolved at the time of the report. If additional information is received, a follow-up report will be sent.